Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported myocardial infarction could not be conclusively determined. Per the IFU, ablation within and in close proximity to the coronary arterial vasculature has been associated with myocardial infarction.

Event description:
During an atrial flutter ablation procedure, a myocardial infarction occurred. While ablating on the cavotricuspid isthmus, st segment elevation was noted and angiography revealed a lesion on the coronary artery. Angioplasty with stent placement was performed to stabilize the patient. There were no performance issues with the catheter during the procedure.